Manufacturer narrative:
The device remains implanted in the patient and is not available for evaluation. Device identifiers are not available. Iop elevation and malpositioning are identified in the device labeling as known inherent risks of glaucoma stent surgery. (B)(4). Refer to MDR #2032546-2017-0002 for the second istent that was implanted in this patient.

Event description:
The surgeon reported that an istent patient presented 2-3 weeks postoperatively with elevated iop requiring medications. The cataract surgery (completed by a different surgeon) and the istent procedure were uneventful. The patient received 2 stents in the operative eye. Post-operatively, one of the stents appeared to be tilted towards the iris. The surgeon conferred with the glaukos medical monitor who reported that various possibilities and options were reviewed. Additional information has been requested.

Manufacturer narrative:
Corrected data: (aware date 12/14/2016).(B)(4).